Manufacturer narrative:
Ref comp #(B)(4).

Event description:
On 06/20/2025, fujifilm healthcare americas corporation became aware of an issue with oasis MRI system. Initially the complaint was reported regarding the head coil mirror on the table of the MRI system was not operating well. During the site investigation, it was found that the head coil mirror loose tied up all screws. At the time on (B)(6) 2025, customer reported that the patient complained about his/her neck injury. The customer said the MRI scan was able to finish for that patient. However, fujifilm has not received any injury report from this site. Patient's neck injury details are unknown. Due to unknow extent of neck injury to the patient, fujifilm healthcare americas corporation is reporting this event in an abundance of caution.